Manufacturer narrative:
The insulin pump was monitored and no noise anomaly was noted when pressing the up arrow button. The insulin pump was received with a cracked display window, cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported that when pressing the up arrow on the insulin pump it presents a continuous noise. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).